Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.50/1.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted and removed from the patient's left eye (os) on (B)(6) 2021.the lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. A same size, similar (sphere/cylinder/axis) lens was implanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.